Manufacturer narrative:
The impella device was discarded by the customer, therefore, investigation of the device was not possible. Should any new information be received, a supplemental MDR will be filed.

Event description:
A 63 year old female with acute myocardial infarction (ami) and cardiogenic shock (cgs) presented for impella support. The user facility report the patient was experiencing runs of ventricular fibrillation (vt) so the physician made the decision to remove the impella. Two percloses were deployed. There was no bleeding or hematoma.

Manufacturer narrative:
The investigation into the ventricular tachycardia (vt) has been completed since the original report was filed. The medical center did not return any impella products for benchtop analysis; only the clinical report was evaluated. The clinical evaluation revealed that patient condition was the most likely cause of the vt. The failure mode will be monitored and trended.